Event description:
The patient reported that an alarm was going off. It was further reported that there was a high voltage coil fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo; full lead returned and analyzed.